Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer complains of a discordance between neat and diluted results on a patient sample tested with atellica im high-sensitivity troponin I (tnih) lot 113. A sample from a 21-month-old male patient was tested and an elevated result was obtained. The sample was subsequently autodiluted (x5) on the same analyzer and the result was much lower. To confirm, the same sample was retested undiluted and autodiluted on a different atellica im analyzer and results were similar to the initial results. The complaint states that the initial results were reported, but a corrected report was not issued. It is unknown whether the ordering physician questioned the results. There are no allegations of patient harm or adverse consequences in association with the event. The assay instructions for use (IFU) states the following: in the dilutions section, "patient samples with ctni levels > 25,000.00 pg/ml (ng/l) can be diluted and retested to obtain quantitative results. Patient samples with ctni levels = 25,000.00 pg/ml (ng/l) should not be diluted." In the interpretation of results section, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." In the limitations section, "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." Siemens is investigating.

Event description:
The customer complains of a discordance between neat and diluted results on a patient sample tested with atellica im high-sensitivity troponin I (tnih) lot 113. A sample from a 21-month-old male patient was tested and an elevated result was obtained. The sample was subsequently autodiluted (x5) on the same analyzer and the result was much lower. To confirm, the same sample was retested undiluted and autodiluted on a different atellica im analyzer and results were similar to the initial results. The complaint states that the initial results were reported, but a corrected report was not issued. It is unknown whether the ordering physician questioned the results. There are no allegations of patient harm or adverse consequences in association with the event.